Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that a nurse noticed clear fluid dripping from the evd tubing and the linen was wet underneath the tubing. Sterile gauze was wrapped around drip site. The treating neurosurgeon was called in, and the leaking piece of tubing was cut off and the remaining tubing was inserted back into the junction. No drip was observed after the repair. It was also reported that there was no injury to the patient and that they were doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.